Manufacturer narrative:
The na electrode and glucose reagent lot numbers and expiration dates were requested, but not provided. A hardware check was performed and the precision recovery was not acceptable. The field service engineer found leaky cell rinse tubing. The tubing was replaced and this resolved the issue. The investigation determined the service actions resolved the issue. The issue is consistent with insufficient service maintenance.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode and a third patient sample tested with glucose hk gen.3 on a cobas 6000 c501 module. A doctor deemed the initial values to be implausible, so the samples were repeated. The first sample initially resulted in a na value of 199 mmol/l and when repeated on a second analyzer, it resulted in a value of 135 mmol/l. The second sample initially resulted in a na value of 199 mmol/l and when repeated on a second analyzer, it resulted in a value of 136 mmol/l. The third sample initially resulted in a glucose value of 28 mg/dl and it repeated on the same analyzer as 125 mg/dl.